Manufacturer narrative:
H10: the device was returned for evaluation (received a transfer set with a white minicap). Functional leak testing was performed on the minicap using an in lab female connector. No leak was observed at the connection. The reported condition was not verified. The minicap was conforming product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap would not fit tightly with a transfer set which resulted in iodine leakage. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.